Event description:
Additional information received indicated additional episodes of out or range impedance were observed on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported events of oversensing and impedance problem were confirmed. As received, a complete lead was returned in two pieces. An internal insulation abrasion was found under the right ventricular shock coil breaching the ring electrode and inner coil lumens with one ring electrode ethylene tetrafluoroethylene cable coating also found to be abraded. The polytetrafluoroethylene liner was not damaged in this location. The cause of the reported events was due to the internal insulation abrasion found with exposed ring electrode cable conductor under the right ventricular shock coil.

Event description:
During an in-clinic follow-up, episodes of oversensing were observed on the right ventricular (rv) lead. X-ray imaging was performed; however, no lead abnormalities were observed. Abbott technical support was contacted and recommended lead revision; however, no intervention was performed at this time. The patient was stable and will continue to be monitored.